Manufacturer narrative:
Manufacturing site evaluation: samples received: 6 unopened and 1 open racepack. There are previous complaints of this code/batch for the same defect. There are no units in OEM stock. We have received 6 closed samples and 1 open sample with the needle detached from the thread (thread was still wound on the pack). Tested the needle attachment of close samples received and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/;preventive actions: OEM has opened a corrective action in order to avoid this issue in the future.

Event description:
County of complaint: (B)(6). The needle detaches from the thread immediately when taking the needle out of the pouch.